Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient will have a replacement surgery due to the pump staying collapsed after 3-4 pumps with his inflatable penile prosthesis (ipp) on a future date. The physician stated that the device does get partially inflated and is able to hold fluid, but will not function past 3-4 pumps. The physician added that the implant will hold fluid under pressure and he is confident that there is no leak in the system. It was noted that this started to occur 6 months ago. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Event description updated to new coding and event description. Device not returned for analysis.

Event description:
It was reported that the patient will have a replacement surgery due to the pump staying collapsed after 3-4 pumps with his inflatable penile prosthesis (ipp) on a future date. The physician stated that the device does get partially inflated and is able to hold fluid, but will not function past 3-4 pumps. The physician added that the implant will hold fluid under pressure and he is confident that there is no leak in the system. It was noted that this started to occur 6 months ago. No additional patient complications were reported in relation to this event. Additional information was received that this surgery occurred due to fluid loss from a hole in the tubing close to pump. The ipp cylinders and pump were replaced.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. Both cylinders performed within specifications. There was a leak in the pump cylinder tube krt due to sharp instrument damage consistent with a needle puncture. Therefore the pump was not functionally tested. Reservoir was not returned for evaluation. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that the patient will have a replacement surgery due to the pump staying collapsed after 3-4 pumps with his inflatable penile prosthesis (ipp) on a future date. The physician stated that the device does get partially inflated and is able to hold fluid, but will not function past 3-4 pumps. The physician added that the implant will hold fluid under pressure and he is confident that there is no leak in the system. It was noted that this started to occur 6 months ago. No additional patient complications were reported in relation to this event. Additional information was received that this surgery occurred due to fluid loss from a hole in the tubing close to pump. The ipp cylinders and pump were replaced.